Event description:
A 57-yr-old male, found pulseless and apenic in a dialysis clinic. When engine co attempted to remove the backing on the defibrillation electrodes they were unable to do so. The engine co used the clinic's defibrillator to defibrillate pulseless v-tach. The engine co attempted to remove the pad backing again after the call without success. There was a 30 second to one min delay in pt defibrillation and at this time pt's outcome is unknown.